Manufacturer narrative:
An investigation was performed in response to a complaint of b/f probe 4 purge failure error 2242 for the tosoh aia-2000 analyzer. It is not known whether the device was being used for treatment or diagnosis at the time of the complaint. At the customer site a tosoh field service engineer (fse) performed the daily check and determined the wash bottle tubing had a leak. This indicates of b/f probe 4 purge failure error 2242 was due to component failure. A 13 month complaint and service history review for serial number (B)(4) from the date of (B)(6) 2020 through aware date of (B)(6) 2021 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-2000 operator¿s manual under appendix 4: error messages states the following: error message: [2242] b/f probe 4 purge failure cause: the overflow sensor failed to detect liquid even after the washer was purged. Solution: air may be trapped in the washer tubing. Purge any remaining air by performing the priming operation and check for the presence of air in the washer tubing. If retry fails, contact tosoh service center or local representatives.

Event description:
Customer reported error 2242 b/f probe 4 purge failure on the aia-2000 analyzer. The error had occurred during daily check. Customer had cleaned the bf wash probe and replaced the tip. Excess fluid was removed from the probe wells and the technical support specialist (tss) verified that the liquid waste container was not full. A prime wash was performed and it failed with the same error. The instrument is down. This is a reportable malfunction to the FDA based on delay in reporting of patient results for class a analyte.